Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. "The unit was placed into service at a nursing home and began to spew liquid out of the top of the unit. No pt injuries were reported."